Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 331 mg/dl and 73 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The customer reported using metformin, glimepiride 4mg. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported test strips were returned and investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
Given meter was not returned for investigation, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.